Manufacturer narrative:
Additional information: device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Upon receipt of additional information it was learned that patient had no loss of visual acuity and there was no need of additional intervention. Therefore this event is no longer considered a serious reportable adverse event. No further information will be provided under this manufacturer report number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). No code available (central island). Field service visited the account and check the laser. No failure was detected. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with central island post treatment. No additional information has been provided despite attempts to get details.